Manufacturer narrative:
The complainant was unable to provide the event/procedure date, therefore the first day of the month in which the event was reported was used ((B)(6) 2018). The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, the white sponge from the biopsy cap became lodged in the channel of the duodenoscope and the scope was sent for repair. It was not reported how the procedure was completed. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was not reported.